Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/02/2016. The fse found the rinse block (rb1) dripping during the backwash cycle and he suspected that vacuum was restricted to port 2 on the rinse block. He removed the tubing from rb1 to quick disconnect (qd3) and flushed it, resolving the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a diluent fluid leak of approximately 1 ml from the probe wash cup on a coulter hmx hematology analyzer with autoloader probe cleaning. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.